Manufacturer narrative:
Date of event & date of implant unknown; dates were estimated.

Event description:
It was reported that the patient experienced a cerebral vascular accident. In (B)(6) 2016 a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The closure device was implanted successfully with no reported complications. The patient was taken off of their blood thinners medications in (B)(6) 2017. In (B)(6) 2018 the patient experienced a cerebral vascular accident.